Event description:
It has been reported to philips that x-ray was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the treatment was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of log file showed x-ray generator errors and warnings. During troubleshooting, the fse identified a short circuit and replaced the converter. After replacement of the converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.